Manufacturer narrative:
(B)(4). Date sent: 9/23/2024 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #798c18. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with three gst60w reloads present. The reloads (b and c) were received with no apparent damage and fully fired. The reload (d) was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 798c18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 5/1/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap chloe procedure, the stapler, after one firing which worked well, the surgeon noticed that the anvil was slightly bent. The surgeon apparently ¿straightened¿ the anvil and carried on using it without any problems. The surgeon believes that the device could have been closed on a grasper. No patient harm was reported.